Manufacturer narrative:
To date, information suggests that this lead may be extracted but remains in service to date. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial lead exhibited greater than 2,000 ohms pace impedance intermittently. The integrity of the outer conductor of this lead was suspected. Further testing was to be done. It was noted that the associated medical device was in safety switch mode and the lead was programmed unipolar. There were no reported adverse patient effects associated with this clinical observation. The patient had not been checked since implant several years prior.